Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that another manufacturer's right ventricular (rv) lead and pacemaker triggered the lead safety switch (lss) due to high out of range pacing impedance measurements of greater than 2000 ohms. A fracture was suspected but not confirmed. A revision procedure was performed where the entire system was explanted. During explant of another manufacturer's right atrial (ra) lead, the physician perforated the atrium. The patient was placed on bi-pass and their chest was cracked open to repair the hole. After the repair an epicardial ra lead was attempted, however the atrium was too unstable. A new pacemaker system was implanted. No additional adverse patient effects were reported.